Manufacturer narrative:
Analysis of the pump revealed pump motor feed thru anomaly, shorting across insulator. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information later reported the patient experienced uncontrolled pain. The stall did not recover. Per the hcp the manufact urer was contacted (B)(4) 2013 because interrogation showed 4 alarms and was told pump needed to be replaced. The patient was noted to be much improved and per the hcp assumed that the pump was now providing effective pain control.

Event description:
The hcp reported at the last refill (B)(6) 2013 everything was fine and there were no audible alarms. The hcp stated the pump was alarming and when the hcp interrogated the pump today (B)(6) 2013 it showed pump was in safe state, reset occurred, motor stall and tube set. The event logs showed on (B)(6) 2013 a reset occurred with a low battery. The stall had occurred prior to that but the hcp did not give specific dates. The patient had increased pain for weeks but was due for an injection in her hip per caller. The hcp planned to set up a pump replacement appointment with the manufacturer representative. The pump was used to deliver morphine. Additional information later reported the patient¿s pump had been stalling, recovering, and said it had a low battery. Per the reporter the patient¿s pump battery was alarming last week and efficacy was lost. The patient¿s pain returned. It was noted the pump was 26 months till eri. The hcp replaced the pump (B)(6) 2013. The patient was noted as doing fine postop.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.